Manufacturer narrative:
Medwatch sent to FDA on: 11/29/2007. The product associated with this report has not been returned for analysis. The connector type cannot be identified nor can as assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Port extrusion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events.

Event description:
Reported as: "(patient)...was admitted due to catheter erosion to the skin. Port replacement was performed." From article: "p40. Unusual complications of lap-band surgery" (abstracts, 11th world congress of ifso, sydney australia).